Manufacturer narrative:
Date of report : 18jul2019, date rec¿d by MFR :17jul2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse confirmed the reported issue, and advised the customer to replace the user interface (ui) assembly. The fse provided the customer with the part number. The customer reported that they replaced the user interface assembly to correct the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a dim display. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse confirmed the reported issue, and advised the customer to replace the user interface (ui) assembly. The fse provided the customer with the part number. It is unknown if the device was in clinical use at the time the reported issue was discovered. It is unknown if there was any patient or user harm.